Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely calcified left anterior descending artery. Following pre-dilation with a 2.0x15 emerge balloon catheter, a 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion and was deformed. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.0 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no damage to the proximal end of the stent. The 3rd and 4th struts from distal end were distorted and raised from the crimped profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement in a severely calcified lesion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely calcified left anterior descending artery. Following pre-dilation with a 2.0x15 emerge balloon catheter, a 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion and was deformed. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.